Event description:
It was reported that during a thresholds check the right ventricular (rv) lead had intermittent and no capture and the device had no output. It was noted that the t waves were "highly pronounced" on the electrogram and the patient's blood pressure and heart rate dropped dramatically. The problem resolved itself after the interrogation and the device was reprogrammed to a higher voltage. The patient had recently undergone radiation therapy. It was further reported that the right atrial and left ventricular leads also had no capture during the interrogation. The device was explanted and replaced and all the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.